Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complaint alleged that while attempting to monitor a pt, the device was unable to obtain an ECG signal for approximately one minute while using non-zoll electrode pads. Complainant indicated that there was no adverse effect tot he pt due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated.